Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer's blood glucose level was approximately 500 mg/dl. Customer gave themselves a correction via a manual injection. Reportedly, the customer changed pump supplies to address the issue. Customer reverted to manual injections for insulin therapy.